Event description:
The user facility reported that the controller was turned on and a yellow banner appeared reading controller error. The controller was exchanged as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
A.2 age should have been left blank in accordance with updated procedures on the initial manufacturer device report number 1220648-2023-03239 as it is unknown. A.3 unknown should have been selected on the initial manufacturer device report number 1220648-2023-03239 as it is unknown. D.1 and d.2 brand name and common device name were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03239 was submitted. D.4 model number, catalog number and serial number were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03239 was submitted. E.1 name prefix/title was revised as it was previously entered incorrectly on initial manufacturer device report 1220648-2023-03239. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2023-03239 in accordance with updated procedures. H.6 codes 2199 and 3221 were reported incorrectly on the initial manufacturer device report number 1220648-2023-03239 in accordance with updated procedures.